Manufacturer narrative:
(B)(4). This prospective randomized study was done between september 2009 and january 2012. From literature: stone, p.a., aburahma, a., hass, s., phang, d., mousa, a., modak, a., dearing, d. Prospective randomized trial acuseal vs vascu-guard patching for carotid endarterectomy j.vasc.surg. 58(4): 1164-1165. 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient developed a superficial surgical site infection after undergoing a surgery in which vascu-guard was used. The cause of the infection was not reported. On an unreported date, the patient underwent a cea (carotid endarterectomy). On an unreported date greater than 30 days post cea, the patient developed a superficial surgical site infection (not further specified). The patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified oral antibiotics (doses and frequencies were not reported). It was reported that the patient did not have any further complicating features. No further information was provided regarding surgical technique or the patient's outcome. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.